Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure unk. Can you confirm that the needle piece broke? Yes. What tissue was the needle piece retained in? Muscles of abdominal wall. What is the size of the needle piece that was removed? Unk. What is the surgeon opinion as to how the ¿bladder was damaged in order to retrieve the broken piece¿? Unk. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain unk. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery ? Refer to description. Will product be returned, return date, tracking information? Refer to description. What is the current condition of the patient? Stable.

Event description:
It was reported that a patient underwent resection of rectal tumor procedure on unknown date and suture was used. The needle broke during sewing of the peritoneum. X-ray noted the needle piece was in the muscles of the abdominal wall. Additional dissection was performed on the abdominal wall and the bladder was damaged. The procedure was extended about 3 hours to retrieve the needle piece. The patient is under monitoring in the hospital and current condition is listed as stable. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Device evaluation summary: the actual device was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Regions of intergranular fracture, evidence of brittle fracture, were also identified. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence of ductile overload. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features.